Event description:
It was reported that a pt incident occurred with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300, with an electrosurgical unit (esu/generator) model icc 350, part number (p/n) 10128-055] during a hepatectomy. An ultrasonic needle was used on a tumor, but there was significant bleeding. Therefore, the apc was employed to achieve hemostasis. However, there was so much fluid (e.g., blood, etc.) At the surgical site, the apc/instrument (apc applicator or probe) did not activate/ignite resulting in a gas embolism. The embolism was resolved after 15 minutes with no further complications. No information regarding the settings or specific pt data was provided. Note: the equipment was distributed by an affiliate of our parent co. Therefore, the p/ns of the units are different than the numbers in the united states.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. For each unit, this included an electrical safety check, a function check of the equipment's features, and a power output check. All features were/are functioning properly within specification. No failures/defects were found with the system. The user is warned in the equipment manuals as well as in the notes on uses not to direct an apc applicator or probe into an open vessel and to keep the gas flow rate as low as possible so as to minimize the possibility of a gas embolism. Therefore, the account was reminded of the needed precautions in using the apc. No trends have been identified with this situation. Erbe USA is now closing this event.